Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg) levels reaching over 400 mg/dl. No additional information on the reported issue was provided. Multiple attempts were made to follow up with the customer on the reported issue; however no response was received.